Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a primary infusion of potassium chloride was hung and started at 0541 to run at 50ml/hr. About ten minutes later, the clinician noticed that the back was 65-75% empty. Per report, potassium chloride was "650ml for the total dose and the bag was a 1000ml bag." There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a primary infusion of potassium chloride was hung and started at 0541 to run at 50ml/hr. About ten minutes later, the clinician noticed that the back was 65-75% empty. Per report, potassium chloride was "650ml for the total dose and the bag was a 1000ml bag." There was patient involvement but no harm.